Event description:
Pt has been feeling bad all day. Her stomach hurt, and she had diarrhea. The pt tested for blood glucose on suspect device in early afternoon and was 300 mg/dl. She then tested her blood glucose again on suspect device at 5:30 p.m. And was around 150 mg/dl. She ate very little dinner and took 8 unis of nph. She laid down at 5:45 p.m. And her husband found her unconscious at 7:30 p.m. He called emergency medical technician and while they were on their way to his hourse, he tested his wife's blood glucose on suspect device and was 24 mg/dl. She was given an intravenous catheter with glucose.